Manufacturer narrative:
The company representative replaced the "cable clamp" (part number - 0343-05-0003), "front end board" (p/n - 0670-00-0668e) and "2500 hour rebuild kit" (p/n-0040-0-0146) was installed. The iabp was calibrated, tested to factory specification. It functioned normally and was returned to the customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).

Event description:
The customer reported "no ECG detection on avr, avl, avf, and v." Incident occurred prior to use on a pt. The unit was replaced with another iabp prior to use. No pt injury was reported.